Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device and leads were returned to the manufacturer, analysis was performed, and the pacing lead tested out of specification. Additional information was requested and it was learned the cause of death was due to multi organ system failure secondary to sepsis.